Manufacturer narrative:
The disposable device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A distributor reported an issue with a 19cm solero applicator. The penetration of the probe was easy and the clinician reached the center of the lesion without any stress or blockage for the antenna and the ceramic tip. The parameters for the treatment were set at 140w for 6 minutes. After 4 minutes of ablating, the generator displayed a "high reflective power" error message. The end user was advised to reposition the probe and start again with the ablation; however, the error was not resolved so the clinician chose to exit and reposition the probe from a different access point; however, it was not possible to perform the track ablation. The probe was removed from the body and it was noticed immediately that the ceramic tip was not present. A scan was performed and it was noted that the tip was inside of the ablation volume. It was attached to the ablation necrosis therefore unable to migrate. The tip had become unthreaded from the shaft. The end user carefully examined the shaft and did not notice any damage or crash due to the insertion or tissue penetration. The reported device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. The end user provided a photograph odf the applicator showing the tip missing. The customer's reported complaint description is confirmed for tip detached based on the picture received by the customer. However, without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: the instructions for use, which is supplied to the user with the solero applicators contains the following statements; "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. "The solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator.". A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).